Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the ECG malfunction error was detected during the device routine test. Operational test was conducted to resolve the issue. The device was returned to normal after the operational test. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be unknown. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device was showing error ECG malfunction¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.